Event description:
It was reported that the bd alaris smartsite needle-free valve had leakage. The following information was provided by the initial reporter: contrast leaked out onto patient during power injection for CT scan. Bd smartsite needle free valve 20 guage bd catheter. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. = iodine contrast of omnipaque 350, 100cc was leaked onto the table and into the patient's hair and clothing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2000e and lot# 25075063 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jul2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.